Manufacturer narrative:
MDR 2517506-2020-00192 was filed on 29-jun-2020. Additional information (30-jun-2020): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely depressed carbon dioxide (co2) result. Hsc evaluated the information provided and the instrument data files. There was no evidence of assay delivery, foaming or weak sample mixing issues occurring based on the data. Siemens remotely aligned some instrument server probes. Quality control was in range and no issues were noted with other patient samples indicating that the instrument and assay were performing acceptably. A potential product issue has not been identified. There is insufficient information to determine the cause of the event. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) and reported that a falsely depressed carbon dioxide (co2) result was obtained on a vista 500 system. Siemens is investigating the event.

Event description:
A discordant, falsely depressed carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 500 system. The discordant result was reported to the physician(s) and was questioned. The same sample was reprocessed on an alternate dimension vista system and a higher result was obtained, considered correct and reported. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed carbon dioxide (co2) result.